Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly and lidstock for evaluation. Visual examination of the sample revealed the sheath was discolored and damaged near the center. The damage was consistent with a kink causing separation. When the dilator was removed from the sheath, it was noted that the sheath was separated in two pieces. The dilator did not contain any kinks, indicating that the damage occurred after the dilator was removed from the sheath. The sheath body was separated 1.18" from the distal end of the sheath. The total length and outer diameter of the sheath were measured and were found to be within specification. The inner diameter of the proximal end of the sheath measured to be 0.079" which is the minimum value of 0.079" per product drawing. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath was discolored and damaged near the center, consistent with a kink causing separation. When the dilator was removed from the assembly, no kinks were detected. This indicates that the damage occurred after the dilator was removed from the sheath. A device history record review was performed with no relevant findings. The probable root cause could not be determined based on the sample received and the information provided as the customer stated the defect was detected when opening the package, but the findings show the dilator was removed from the sheath when the damage occurred.

Event description:
The customer stated they opened a kit and found a break right in the middle of the introducer. The reported defect was detected during use. The patient condition is reported as "fine". Therapy was not delayed/interrupted. Another kit was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they opened a kit and found a break right in the middle of the introducer. The reported defect was detected during use. The patient condition is reported as "fine". Therapy was not delayed/interrupted. Another kit was used.